Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a high blood glucose of 392 mg/dl. The customer stated that she felt light headed, dizzy, and was vomiting. The customer was told that she had strep throat, and was given antibiotics. Troubleshooting was performed, and the insulin pump was programmed, but the customer didn't know if the basal rates were correct or not. Advised the customer to speak with hcp for basal rates. Bolus history was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.